Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 95% stenosed lesion was located in a moderately tortuous left superficial femoral artery. On the first inflation the f/g sterling otw 6.0 x 40/135 (4f) balloon was inflated to eight atmospheres. On the second inflation the balloon was inflated to fourteen atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 95% stenosed lesion was located in a moderately tortuous left superficial femoral artery. On the first inflation the f/g sterling otw 6.0 x 40/135 (4f) balloon was inflated to eight atmospheres. On the second inflation the balloon was inflated to fourteen atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination showed there was blood in the balloon of the catheter. Magnified inspection revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).